Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B) (6) 2010; 1st inr: 4.2; 2nd inr: 3.3; 3rd inr: 3.5.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B) (6) 2010; 1st inr: 4.2; 2nd inr: 3.3; 3rd inr: 3.5; mean: 3.67; sd: 0.47; %cv: 12.89. Since 12.89% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Data analysis of cv% calculation from comparison test data provided by end-user revealed all inratio tests met precision criteria. The results are not considered discrepant within the context of the documented variability for inr testing. As of 02/16/2010, five discrepant result complaints were reported for lot #221730 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (greater than 0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.